Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states left side gas cylinder is leaking, no resistance, and caused damage to the right front caster. MDR filed.